Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection of the device, the unit was found to have white lines across the display. The lcd module was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event., corrected data:

Event description:
The customer reported that the unit has white lines going through display. No consequences or impact to patient were reported.